Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Damaged screen and cracked housing were observed. No error was found in event history log. Reported problem was able to be duplicated during power-up test. The device had service due displayed upon power up and the clock battery needed to be replaced. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace clock battery.

Event description:
It was reported that the pump was alarming. No patient involvement or injury was reported.